Manufacturer narrative:
Found debris in the water filter that fed into the water reg/solenoid restricting water flow. Flushed out water system restoring water flow.

Event description:
While using a g136 scaler, the insert tip and water was getting very hot; no injury resulted.